Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation (clip deployment) and off-label use (indication for use) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported off-label use (indication for use) was associated with the use of a mitraclip on the tricuspid valve. The reported difficult or delayed activation (clip deployment) associated with the difficulty releasing the dc from the clip appears to due procedural circumstances (clip unaligned from dc), as the clip was deployed upon alignment troubleshooting. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a clip that was delayed to deploy. It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. The first clip was deployed successfully. Upon deployment of the second clip, the clip would not deploy. Troubleshooting was performed and the clip was able to be deployed. The procedure was concluded with a resulting tr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.